Event description:
It was reported that the patient went through an airport security device and thinks the device got toggled off. The patient could not find the patient programmer to check. No patient symptoms, treatment, or outcome was reported. The patient was directed to her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).